Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during robotic lap procedure -- distal pancreas resection. The stapler was placed around the splenic artery to transect and the stapler would not advance. Once the green button was pushed, the handle could not be advanced, like the reload was used. However, it was a new reload. The reload was never fired. No patient harm.